Manufacturer narrative:
The DHR check could not be performed as the lot numbers are not available. Trend analysis: no trend identified. Criteria to fulfill a trend are (B)(4) incidents in 1 month or (B)(4) incidents in 6 months for same catalogue number. Compatibility check: according to surgical technique, all proximal revitan components are compatible with all distal ones. However, no information about the head, liner and cup were available. Review of incoming information it was reported in a journal article, that (B)(4) patients received a revitan stem due to periprosthetic femoral fracture around a total hip arthroplasty between 2004 and 2010. It was reported that a patient suffered a dislocation due to a fall during the rehabilitation period. It was successfully managed with close reduction and conservative treatment. A technical investigation was not possible to perform, as the device was not at hand for investigation. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. However, all possible causes related to the issues reported are listed in dfmea. Based on the given information and the results of the investigation, it was not possible to identify a specific root cause for the reported event. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as the patient has not been revised. The actual device reported in section d is not marketed in USA, but devices with similar characteristics are marketed in USA, and therefore this report was filed. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported in a medical journal that 21 patients received an unknown revitan distal hip due to periprosthetic femoral fracture around a total hip arthroplasty between 2004 and 2010. According to the article, one patient suffered a dislocation due to a fall during the rehabilitation period. It was successfully managed with close reduction and conservative treatment.